Event description:
The patient's clinical status was not addressed but dashes (---) were reported for parameters. Measured battery data was 1.91v, 70ua, and 12kohms. Attempts to restart the microprocessor were unsuccessful. A second measured data reading revealed 1.88v, with a 70ua current drain. No change in rhythm was seen with magnet application. The patient was ar pacing at 58 ppm. Lead impedances were >1990 ohms. The last programmed rate was set to 65 ppm.